Event description:
The following was reported by a davol sales rep: it was reported that a patient was implanted with a bard ventralight st mesh fixated with sutures during an open incisional ventral hernia repair procedure performed on (B)(6) 2015. The patient had the mesh removed, during an open surgical procedure performed on (B)(6) 2015 due to infection and enterotomy. No mesh was placed during this procedure. As reported, the surgeon does not believe the enterotomy was present during placement of the mesh. It was reported that the explanted mesh has been sent to pathology.

Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. Davol has requested that additional information be provided and have also requested that the device be returned for evaluation. The cause of the enterotomy cannot be determined at this time. Infection is a known and inherent risk of any surgical procedure and is addressed in the products IFU as such. This MDR includes all patient, event and device information davol has received to date. At this time, it is not known if the device will be made available to davol for evaluation. If the sample is returned for evaluation and/or additional information is obtained, a follow up MDR will be submitted.